Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor experienced a scope communication error during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and socket malfunction. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope communication error was not detected. The no image was due to the socket malfunction. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.